Event description:
The pump was implanted on 3/19/96. There were no complications during or after implantation. The fourth time that the pump was refilled, the pt experienced "intoxication". As a result of the intoxication, the pt was put on a respirator for one day. The pump was checked via radioscope and the catheter was found to be in the correct position. A decision was made to explant the pump on 10/18/96.

Manufacturer narrative:
Co's analysis determined that the user damaged the pump by using a non-recommended needle. In using this needle, the dr caused two large cores in the septum, one of these cores could have jammed the safety valve mechanism and the drug exited via the valve.